Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Stroke or cerebral vascular accident (cva) is a well known complication associated with aortic valve replacement, and is listed under potential adverse effects in the device IFU. Ischemic strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for a posterior cerebral artery (pca) infarction. Medical treatment was initiated and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.